Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced fowler collapse or cot drop. There were 2 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced fowler collapse or cot drop. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The 3 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed.